Manufacturer narrative:
Product ID: neu_unknown_lead, serial# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient had their ins removed on (B)(6) 2018. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient had a lead revision on (B)(6) 2014 for unknown reasons. Follow-up was conducted to obtain more information regarding this event. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.